Event description:
The customer reported the ventilator was only operating on battery power. There was no patient harm reported. The manufacturers field service engineer was able to duplicate the reported problem. Review of the device diagnostic log noted ac power being restored to the unit during operation, and that the ventilator had been operating on the internal battery. The service engineer replaced the power supply to address the reported problem. Applicable final testing was performed and tests passed per operating specifications.